Event description:
It was reported a patient presented in clinic with atrial lead oversensing noise causing inappropriate automatic mode switch (ams) and inhibiting pacing. Atrial capture thresholds were also high. Programming changes were made to restore normal parameters. The patient was stable.